Event description:
Per the clinic, the patient experienced recurrent infection at the implant site. On (B)(6) 2015, the patient underwent a surgical procedure to clean out the site. Subsequenty on (B)(6) 2015, the device was explanted.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure on (B)(6) 2015 to clean out the site. This report is filed october 30, 2015.